Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During an operation the device crossed over after clipping. The surgeon took off the clip and used another clip to complete the procedure. There was an hour delay in surgery due to changing the clip.